Manufacturer narrative:
External insulation abrasion was noted at 23.5-23.8 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise, and the patient experienced weakness and panting. The patient was brought into the clinic on (B)(6) 2017, and the patient was scheduled for a revision procedure on (B)(6) 2017. During the procedure, the lead was explanted and replaced. The patient was fine post-procedure.